Manufacturer narrative:
(B)(4). A non-covidien service provider checked the circuit but no anomaly was found inside the circuit or on the connection. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator high pressure alarm was frequently generated. Patient's saturation declined to 8% level, and cyanosis was observed. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
The ht70 pump was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and there was significant scuffing on the center metal part and the left clear part. Black specks were found on the floor of the clear section compartment. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned pump. If information is provided in the future, a supplemental report will be issued.